Manufacturer narrative:
This report is being supplemented to provide additional information based on a correction to h10 of initial report and the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist. Results of the device evaluation and the lms final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Correction to h10 of the initial report. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Additional reprocessing was performed before the device underwent additional microbiological testing and before the device was returned to olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope, scope channels tested positive for 10-100 colony forming units (cfus) of serratia sp. And less than 10 cfus of pseudomonas sp. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.